Event description:
It was reported by the customer that during a breast biopsy procedure, the device introducer tip broke off in the patient's breast. They did not remove the tip at this time and are awaiting the pathology report to make a decision. One device will be returned.

Manufacturer narrative:
Information anticipated, but unavailable at this time.